Event description:
N/a.

Manufacturer narrative:
An event of hypotension, pericardial effusion, cardiac tamponade, cardiogenic shock, and bleeding was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported cardiogenic shock, hypotension, and bleeding is likely a cascading effect of the cardiac tamponade. However, the cause of the reported pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The procedure was initiated via left femoral puncture and due to plaque observed in the common femoral artery (cfa), a slightly higher puncture site was selected. The transseptal puncture (tsp was performed at the inferior/posterior site. After puncture, care was taken to insert the sheath so that it did not face the posterior wall. The activated clotting levels (act) was confirmed at 350 seconds. In the transesophageal echocardiogram (tee) laa view at 135 degrees, the distance between the landing zone and pulmonary artery (pa) was confirmed to be 3.1 mm. Based on the measurements, an amulet 22 mm was prepared. On the first deployment, it was placed distally, but it was judged that a slightly more proximal placement would be better. After recapture and redeployment, it was successfully placed slightly more proximally, and the close sign was confirmed. Although there was some concern about compression in certain tee views, compression and fixation were confirmed via fluoroscopy and tension test. The procedure was completed in 50 minutes. At the end of the procedure, tee confirmed a distance of 2.7 mm from the pa, no peri device leak (pdl), no interference with the mitral valve, and no protrusion from the coumadin ridge. Although there was concern about interference with the aortic valve, the echo physician commented that there was no issue, and the procedure was concluded. Postoperatively, the patient is scheduled to take dual antiplatelet therapy (dapt). Around 10:00 the next morning, the patient complained of feeling unwell. When the internal medicine physician examined the patient around 11:00, the patient was sweating coldly and had a blood pressure in the 60s. The retroperitoneal bleeding was ruled out, and tte was performed, revealing approximately 30 mm × 50 mm of pericardial effusion. A cardiac tamponade was also present. A cardiogenic shock due to pericardial effusion was diagnosed, and the patient was urgently taken to the cath lab for drainage. Approximately 450 ml of bloody pericardial fluid was drained. Immediately after drainage, blood pressure rose to the 130s. The hemoglobin level of the drained fluid was around 13, confirming bleeding. As of 18:00, the drainage volume was around 500 ml and appeared to be stabilizing. Post-drainage computed tomography (CT) confirmed that the amulet was fixed in the deployed position, with a distance of 2.4 mm from the pa and 2.7 mm from the aorta (ao), suggesting a low likelihood of interference. There was no suspicion of interference with other structures was observed. The bleeding site has not been identified. The patient will be monitored in the critical care unit (ccu) for 2¿3 days, and if the bleeding subsides, the drain will be removed. The physician mentioned the cause of effusion was 22mm amulet. The patient was reported stable.